Manufacturer narrative:
Siemens reviewed the available information and performed testing on the patient sample provided by the customer to determine probable root cause for the discrepancy. Siemens' testing utilized the same reagent lot as the customer. The elevated advia centaur xpt high sensitivity troponin I (tnih) result observed byt the customer was reproduced by siemens (319 ng/l). Siemens tested the sample with the advia centaur xpt tni-ultra (tniu) assay and obtained a result of 0.054 ng/ml. This is also elevated above the 99th percentile. Alternate method results provided by the customer were negative (troponin I and troponin t). This discrepancy can be due to differences in manufacturers antibody specificity and binding characteristics. The sample was also run by siemens with serial dilutions 1:2, 1:5, 1:10 and diluted in a linear fashion which would not be consistent with an interfering substance. The diagnosis of this patient is suspected myocarditis. Siemens cannot rule out a cardiac condition other than myocardial infarction (mi) which caused the elevation in tnih results. The elevated tniu result is also consistent with this. The instruction for use (IFU) states the following in the summary and explanation section: "troponin values must be used in the context of the patient clinical presentation. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of ami. The demonstration of a temporal rise and fall in troponin is needed to distinguish ami from troponin elevations associated with non-ami conditions, such as renal failure, arrhythmias, pulmonary embolism, chronic renal disease, myocarditis, and cardiotoxicity." The IFU states the following in the interpretation of results section: "results of this assay should always be interpreted in conjunction with patient's medical history, clinical presentation and other findings." Based on the investigation, no product problem was identified. No further evaluation of the device is required. MDR 1219913-2020-00044 (result 2) was also filed for the same event.

Event description:
A customer observed elevated advia centaur xpt high-sensitivity troponin I (tnih) patient results when compared to alternate methods. A patient sample was tested by the customer with advia centaur xpt tnih and an elevated result (above the 99th percentile) was obtained. The same sample was repeated on the same instrument with the same reagent lot and a similar elevated result was obtained. The sample was sent out and tested on an alternate method (troponin t) and a negative result was obtained. Two additional negative results were obtained using a second alternate method (troponin I). Patient treatment was not prescribed, altered or delayed. There was no report of adverse health consequences due to the discordant high tnih results.